Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed but was unable to be duplicated in the laboratory setting. The root cause of the reported issue was isolated to the pressure transducer pt802 on the main printed circuit board assembly.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr determined that the device powered on and operated without fault but did discover recorded xdcr fault alarm conditions in the events log. The fsr replaced the main board as a precaution and returned the device to the customer operating to manufacturer specifications. The suspect main board was returned to vyaire medical's failure analysis laboratory and is currently pending investigation. Once the final investigation is complete, a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "xdcr fault" while in use with a patient. The ventilator was removed from the patient and replaced with no patient harm or injury.